Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on performing a pump reset, after which the cgm error did not reappear, and the customer successfully started their sensor session.